Event description:
Additional information reported that the previously reported mass was diagnosed on 2011-(B)(6) via MRI. The patient had experienced a "recent" increase in the usual level of pain. The mass was located around the catheter tip. The mass was removed and the patient, subsequently, "improved." The patient's pump contained dilaudid at a concentration of 25 mg/ml and a dosage of 1.2 mg/day.

Event description:
An inflammatory mass was reported. Per the healthcare provider (hcp), patient had a 4cm inflammatory mass which had 12" of catheter coiled in it. Reporter had no information at the time. A follow-up report will be sent if additional information becomes available.